Manufacturer narrative:
(B)(6). One device was returned for evaluation. The device was received without the shelf carton, packaging or labels. The introducer needle, anchors and sutures were returned for evaluation and the device actuator was received in the t2 deployment position. The device was functionally tested and performed as intended. The needle tip and shaft were evaluated via 10x magnification via eye loupe and no abnormalities were identified. The anchors were also evaluated and no issues were identified. A review of the nonconformance database did not identify any issue with the manufacture of this lot. Therefore a root cause regarding the reported incident cannot be determined. (B)(4).

Event description:
It was reported during a meniscus repair using a fast-fix 360 curved ndl delivery sys, a simultaneous deployment occurred when the deployment knob was depressed to deploy t1, t2. The implant fell off from the inserter needle with t1. T2 implant and suture were removed from the body. The procedure was completed with another fast-fix 360.